Manufacturer narrative:
Findings: pump was received with no up and down button response due to flattened button dome switch. The j2 connector on lcd board was inspected and no anomaly was noted. No damage inside pump noted. Unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self- test, unexpected restart test and all operating current test due to no down button response. No blank display, display anomaly, constant tone, high pitch sound or unexpected audio/beep anomaly during testing noted. Pump received with cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and audio/beep anomaly. Customer's blood glucose at time of incident was unknown. Customer was advised to insert new aaa alkaline battery and display did not return. Customer was advised to remove battery for 10 minutes after the pump rest and clean the battery cap contact. Customer was advised to insert aaa alkaline battery and display did not return and still have a constant tone. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.